Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of whitish area, livedo formation, and acute ischemia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of ischemia and skin discoloration: "contra-indications ¿ do not inject into the blood vessels (intravascular). Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ staining or discolouration of the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm ultra plus in the right nasolabial grooves. Immediately after injection, a "whitish area in the right malar region, with no associated pain" was observed. The patient was reviewed again the same day and the patient had developed "livedo formation in the right side of malar, nasal, and glabellar region." The healthcare professional treated the episode as "acute ischemia" with hyaluronidase, corticosteroids, clexane, acetylsalicylic acid and local heat. On the next day, the patient was treated with additional hyaluronidase. The patient is "getting better, with improvement of ischemic signals."